Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient being implanted with an implantable neurostimulator (ins). It was reported that during the intraoperative procedure for stage 2 they were only able to get a green checkmark for ¿electrode 0.¿ it was reviewed that prior to the call repositioning of the ins in the pocket only resulted in the same impedance values. Impedance values were tested and the following impedance results were reported in ohms: c-1 less than 50 c-2 less than 50 c-3 less than 50 0-1 584 1-2 672 1-3 985 0-2 1016 2-3 1016 0-3 1016 technical services reviewed that this was a known issue and that it may be an issue with the handset and measuring impedances and that typically case values weren't used in interstim programming. Technical services reviewed that it was up to the health care physician (hcp) but it was typically recommended that the patient be closed at this point as all bipolar pairs were in range. Technical services reviewed programming a monopolar value and testing for motor response if desired. There were no symptoms reported and there were no further complications reported.